Event description:
Customer reported a pixel issue on the pump display, which affected their ability to interact with or read the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.